Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was out duck hunting and the boat flipped. When he hit the water he experienced syncope. A friend was able to successfuly bring him to shore. The patient noted that when he woke he felt like he had been kicked in the chest, thus was curious if he received a shock. The patient stated he had already contacted his clinic. The field representative stated that an interrogation was performed which found that the patient had not received a shock. The cause of the syncope remained unknown. The implantable cardioverter defibrillator (ICD) remains in service and no additional adverse patient effects were reported.